Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/19/2015.-device evaluation: the pump has been returned and evaluated by product analysis on 07/27/2015 with the following findings: a review of the pump black box data indicated evidence of partially charged batteries being installed. A battery compartment crack was observed. The pump powered on with the returned battery cap. The battery cap secured properly to the pump. During testing, current draws measured within specifications. The pump case was removed and no moisture or loose components were found inside the pump. The complaint of a battery life issue was not duplicated during investigation.